Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lower anterior resection, two different reloads were used for the first and second fire; both were completed without incident. For the anastomosis procedure, when the surgeon inserted the finger from the anal, the staple line tore and the finger was exposed from tearing. The surgeon then anastomosed the tissue by hand sewing instead of using the device. Surgical time was extended by more than 30 minutes. No further adverse events reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the reload was fully fired. The reload was loaded into a pmv representative instrument for functional testing. Engineering observed staple strikes on anvil buckets on the proximal end of the anvil and concluded it is likely the stapler deployed staples and performed as intended. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.